Manufacturer narrative:
This supplemental report is being submitted to correct d4 UDI. Since the lot number is unknown and the device was not returned, the UDI for this subject device is unknown.

Event description:
The customer reported the single use distal cover was broken. The issue occurred during preparation for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
The DHR was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause of the broken cover could not be determined; however, it's possible that the connection between the cover and endoscope were unstable due to increased stress while in use or there was chemical stress caused by chemicals adhering to the cover resulting in the break. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.